Event description:
Proxy biomedical was notified on the (B)(4) 2013 via email by the polyform distributor (boston scientific) that they have received a complaint on the (B)(4) 2013 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh the patient suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries. The date of implant was the (B)(6) 2009. The patient is identified as "cbm". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is the (B)(6) medical centre, (B)(6). The physician is dr (B)(6), contact number unknown. The polyform part number or lot number is unknown.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).